Event description:
It was reported that during implant there was failure to sense, low pacing impedance, and a cut in the lead insulation on the right ventricular (rv) lead. The rv lead was not used and the physician elected to complete the procedure with a different lead. The patient condition was stable.

Event description:
It was reported that during implant there was failure to sense, low pacing impedance, and a cut in the lead insulation on the right ventricular (rv) lead. The rv lead was not used and the physician elected to complete the procedure with a different lead. The patient condition was stable.